Event description:
It was reported to senseonics that a user experienced two hyperglycemic events on (B)(6), 2026, at approximately 9:30 am et and 1:30 pm et. Initially, the user indicated a sensor glucose (sg) "out of range high" with a blood glucose (bg) reading around 280 mg/dl at 9:30 am, and an sg of 138 mg/dl with a bg of 344 mg/dl at 1:30 pm. After review, it was confirmed that at 9:30 am the sg was out of range high with no bg entered, while at 1:30 pm the sg remained 138 mg/dl with a bg of 344 mg/dl, indicating a discrepancy. The system generated an out-of-range high alert at 9:19 am when sg exceeded the user's programmed alert threshold, but no alert was triggered at 1:30 pm since sg did not surpass the user's settings. The user did not seek medical treatment and managed the events independently using toujeo, novolog, and metformin, with their healthcare provider aware of the situation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.